Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the stations were in critical override. A technical support specialist (tss) ran the site down query and validated all carefusion coordination engine (cce) that had no disconnected flag. Then the tss checked the devices status and no co for the hospital. Then confirmed with the customer that managed to get information technology (it) to resolve the issue and all stations were back to operational. The system functioned as intended after the customer it resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were in disconnected mode and critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.